Event description:
It was reported that, "xray was taken on follow up visit. It was noticed that t1 screws were broken bilaterally."

Manufacturer narrative:
Still implanted.

Manufacturer narrative:
Method: risk assessment. Results: the customer event of an oasys polyaxial screw fracture was confirmed via x-ray images. The device was not returned for evaluation. A likely cause for this event is excessive forces following the surgery, without proper time for healing and bone fusion, resulting in the fracture. However, this cannot be conclusively determined because the device was not returned. Conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
It was reported that, "xray was taken on follow up visit. It was noticed that t1 screws were broken bilaterally."